Event description:
Baxter reported a home pt called the baxter technical assistance line regarding a "check lines and bags alarm" in fill 5/5. Reportedly, the hp noted the heater bag was empty. In an attempt to continue therapy, the hp removed the empty solution bag and replaced it with an alternate solution bag. The hp was assisted in ending the current therapy and was advised to contact rn. Per baxter affiliate, no pt injury reported.